Event description:
Patient reported that her pump repeatedly lost prime, and she discontinued insulin pump therapy. Patient did not use an alternate method of insulin administration, and subsequently rec'd emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The complaint regarding the pump losing prime could not be verified or duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.